Manufacturer narrative:
A lead tip stiffnes test was performed and was found to be within specification.

Event description:
Patient returned to clinic on (B) (6) 2009 and upon interroga- tion the patient had high rv thresholds. Perforation was suspected. At explant, perforation was confirmed.

Event description:
The lead was explanted due to a capture anomaly as a result of a lead perforation.